Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd¿ slip-tip syringes had no label identification on them. The following information was provided by the initial reporter: "8 bags without identification for the reported batch."

Event description:
It was reported that 8 bd¿ slip-tip syringes had no label identification on them. The following information was provided by the initial reporter: "8 bags without identification for the reported batch."

Manufacturer narrative:
Correction: after further review, it was determined that the customer did not have a missing label information issue. It has been determined that the previously submitted MFR report# (B)(4) was sent in error. This supplemental is to cancel MFR report# (B)(4).